Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address pain, instability, and disassociation. Doi (B)(6) 2011 - dor (B)(6) 2013 (left hip). Update (B)(4) 2013 - patient's medical records and x-rays were received. No new information that would change the existing MDR decision. Updating lot number for the acetabular cup. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. X-rays and medical records were obtained and reviewed. With the information provided, it cannot be determined the complaint is product related. It is noted that the patient is considered obese and has not followed surgeon precautions. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain, instability, and disassociation.